Event description:
It was reported that a cancelled procedure occurred. During a percutaneous transluminal coronary angioplasty procedure, an ilab imaging system was attempted to be used. It was noted that upon testing the ilab before the procedure, when the technician turned on the ilab, all the function was not working. It was confirmed the ilab system did not function. The procedure was canceled by the physician and rescheduled for the following day. The patient was stable and conscious. No patient complications were reported.